Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised due to misplaced acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that the reported event involves the revision of non zimmer biomet products. The initial report was submitted in error and should be voided.